Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted the retraction knob was broken and missing a piece. The reload was engaged to the device and the articulation lever was turned to the left. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed secondary damage was misuse of the product. Replication of this damage may occur if the instrument is dropped or thrown. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic transverse colectomy procedure, during the second firing of the closure of the side by side anastomosis, the device had loading and unloading issue but then the scrub tech finished loading process. The surgeon used a purple reload to create a side by side anastomosis, to close the anastomosis he used another purple reload then asked for another. On the second firing, the surgeon stated that he felt it locked down. Staples did not deploy/the knife blade did not advance. By clamping on tissue and removing he felt it was pulling on the tissue at the same time and created a tear in the bowel. The surgeon was frustrated and placed the stapler on the ground, a little rough breaking the stapler. Another stapler and reload was opened and completed the case after over sewing the staple line. The surgeon had to oversew the staple line at the closure site of the anastomosis which resulted in increased surgical time.

Manufacturer narrative:
Correction: if information is provided in the future, a supplemental report will be issued.